Manufacturer narrative:
(B)(4). D10: unknown stem- unknown lot and item#. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral head was too loose, the sleeve wouldn¿t hold in the head therefore no fixation to the stem. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned to the post market surveillance team for examination. However, one image was provided showing both the biolox option head and biolox option adapter in the blister/packaging. Nothing conspicuous could be observed. A review of the device manufacturing records for the end of line manufacturing confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time. Upon reassessment it was found that the initial report was forwarded in error and should be considered not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h6, h11. The reported biolox option femoral head and option adapter were returned to the product surveillance team for examination. Several metallic smearings can be identified on the seating surface of the head as well as within the taper connection. Nothing additionally conspicuous could be identified. A review of the device manufacturing records for the end of line manufacturing as well as for the manufacturing of the supplied product confirmed no abnormalities or deviations. Reported event is not related to a combination of differently sold products; therefore, a compatibility review is not applicable. The biolox option adapter/sleeve is delivered with the biolox option head (same sku) and it was verified that they are compatible. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Although the option adapter could be assembled with the biolox option femoral head without issue, the functional test performed during the investigation was conducted on products in a non-original condition. Therefore, the results are not fully representative of the initial assembly situation experienced by the head and the sleeve. Nevertheless, based on the available information, the reported event could not be confirmed, and a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.